Event description:
It was reported that the right atrial (ra) exhibited frequent noise causing mode switches. It was determined that the patient had a clavicular injury and damaged the lead. The ra lead was explanted and replaced. There were no adverse health consequences to the patient.